Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
While the customer was on the phone troubleshooting her stuck piston rod, the pump failed to show e-1 cartridge empty when the piston rod was extended to 0 units. Piston rod was extended forward in attempts to remove the stuck plunger. Pump displayed w-1 cartridge low when 0 units was confirmed. Pump displayed 0 units under the quick info, but did not display an e-1 error. Agent and customer reviewed error data and only w-1 error is listed. No adverse event alleged. The pump is being returned and replaced.